Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve, on the third firing everything "kind of bunched up". All the staples looked "crazy". This put a hole in the sleeve. Buttressing was used. The hole was oversewn with polysorb. The same stapler was used with blue loads and did not have any additional issues. At the end of the case they used vistaseal to complete the case spraying over the polysorb where they had fixed the hole. They used surgidac to attach with the sleeve to coat over the sleeve. They added a blake drain to finish the case. A leak test was not performed during the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4), date sent: 03/04/2021, d4: batch # u5em34. Device analysis: the plee60a device was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, nicks on the knife were noted during analysis, but not affecting the performance of the device to meet the staple and cut release criteria. Although there is no direct evidence of user error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the reload was received fully fired. Visual inspection and functional testing were conducted on the returned reloads. Visual analysis of the returned sample determined that six gst60b reloads (b, c, d, e,f and g) were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the reload was received fully fired. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload (h) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload (I) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation.